Manufacturer narrative:
It was reported that the 10 ml syringe component cracked and resulted in an unspecified fluid squirting out of the syringe during procedures in the cardiac cath lab. The reporting facility also indicated that one syringe "exploded with blood in it." No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. A used syringe sample was returned for evaluation and one crack on the side of the syringe was observed. No other damage to the body of the syringe or the plunger was noted. Although the reported syringe cracking was confirmed, a definitive root cause could not be determined, however, component damage prior to placement into the pack or damage during transit or storage may be potential root causes. Due to the reported product problems/issues, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a 10 ml syringe component cracked.